Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice(hc) device during use. The technical service representative reviewed proper procedures with the homepatient. The hp will discard the supplies. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the home patient (hp) accidentally connected a manual bag to the last fill line and the line may not have primed correctly. The nurse stated the hp was able to resume therapy the following day on the cycler without any issues and that there was no patient injury or medical intervention as a result of this event.